Event description:
Report received from the USA stating that during routine inspection the device had "heat." The device was not used in surgery. There were no injuries reported and no medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.